Event description:
New information received stated that the right ventricular lead was exhibiting low lead impedance trend for the past year. The lead impedance recently decreased below the acceptable range. The clinic elected to continue to monitor the anomaly. No changes were made. There were no changes to the patient's condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a scheduled follow up. Upon interrogation of the pulse generator, it was found that the right ventricular lead exhibited noise and low impedance anomalies. The physician elected to program the sensing off and continue to monitor the lead. No patient symptoms were reported and the patient remained in stable condition.